Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause could not be determined at this time. The following information is stated in the instructions for use: "do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not pull the universal cord during an examination. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible." Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, for the evis lucera ultrasound gastrovideoscope, had scratched ultrasonic probe. Upon inspection and testing of the customer returned device, the scope tip lid fixing screw adhesive was found peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, scratches found on the surface of the ultrasonic probe, abnormality in ultrasound image due to breakage of the ultrasound probe (missing sound ray), peeling (floating) of the curved rubber adhesive part recognized (glue is chipped and fragments fall into the body), bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, not enough adhesive in the tip cover screw holes, scratches found on objective lens, scratches found on insertion tube, scratches found on grip, wrinkles observed on the universal cord, and peeling of the paint recognized on the air/water supply cylinder. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.